Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture and difficulty retracting the foot could not be tested due to the condition of the returned device. In addition, analysis of the retuned device found a posterior foot break. The detached foot was not returned with the proglide device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a coronary diagnostic procedure. Reportedly, there was difficulty closing the lever to retract the foot; however, the foot was ultimately able to be retracted. The device was removed over the wire. The sutures of the proglide were deployed successfully; however, the sutures came out with the device when it was removed from the patient anatomy. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.